Event description:
It was reported that during pre-use check the ventilator generated four technical error codes, indicating power error, communication error, depleted memory back-up battery and barometric pressure too low. There was no patient involvement. (B)(4).

Manufacturer narrative:
(B)(4). The investigation has been completed. The field service engineer who was dispatched to the facility examined the ventilator. The printed circuit boards and a metal piece in the valve membrane of the expiratory channel were reseated, all errors were resolved. No parts were replaced and logs were not received for evaluation. The ventilator passed functional tests and it was returned to service. The true cause of the reported errors has not been determined.

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).